Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient was revised due to reunion glenosphere disassociation from baseplate.

Manufacturer narrative:
An event regarding disassociation involving a reunion glenosphere was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who confirmed that x-ray shows disassociation but deemed the information insufficient and rejected it for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was revised due to reunion glenosphere disassociation from baseplate.